Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 299 mg/dl then went up to 401 mg/dl. The customer was treated with needle and intravenous insulin drip. Customer was experiencing symptoms like nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature of the insulin pump. The insulin pump will not be returned for analysis.